Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bad image was not confirmed. The device evaluation reveled kinks and knots on the cable and smashed connector tip. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had a bad image problem. The issue was found during preparation for use in an unknown procedure. There were no reported delays, and the intended procedure was completed with a different device. There were no reports of patient or user harm associated with this event.